Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports the product is linting and fraying.

Manufacturer narrative:
Based on the supplier¿s investigation, a device history record review did not indicate any exception that could lead to the reported incident. There were 13 pieces of gauze samples returned for investigation. A few of the gauze pads did exhibit linting and the edge of the gauze was frayed. Furthermore, the supplier determined the root to be associated with the manufacturing process when the material is being cut. It appears that the knife pulverized the yarn resulting in linting gauze. To address this issue, the supplier will improve their process by increased inspections to identify any linting or fraying during the manufacturing of the product. Before cutting the gauze, the equipment a cleaner will be used to remove any residual lint. The cutting device may also be customized to leave a 1 cm space between the cutting width which can also reduce the potential for the gauze to lint or fray.